Manufacturer narrative:
G4:31dec2020. B4:17mar2021. The biomedical replaced the touchscreen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Failure analysis on the returned touchscreen shows that all electrical testing is in the specification. Unresponsive regions all over the touchscreen are not responding to touch. Faults are found on this returned touchscreen. This failure was caused by the manufacturing process leaving dead spots on the screen.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported that the touch screen is not calibrating. The customer contacted product support who provided part ID for the touchscreen. The customer reported that the unit was not in use on a patient.